Manufacturer narrative:
Manufacturer's investigation conclusion: the reported events of a damaged streamline cable and damaged rubber bands on the unit¿s vent were confirmed via evaluation of the returned power module (serial number:(B)(6). The returned unit was evaluated at european distribution center (edc) revealing that the black wire of the streamline cable was damaged near the battery connector. The power module was opened to inspect the internal components revealing that the o-ring rubber bands on the unit¿s vent were damaged. The damaged o-ring rubber bands and streamline cable were replaced. The backup battery was also exchanged as it was reaching its expiration date. The unit was then functionally tested and passed without any issues. The unit was shipped to the rental pool. The root cause of the reported events could not be conclusively determined through this analysis. It should be noted that the manufacture date of the power module is 26jan2013. The device history records were reviewed and the records revealed that the heartmate power module, serial number (B)(6), was manufactured in accordance with manufacturing and qa specifications. The heartmate power module was shipped to the customer on 04feb2013. Heartmate 3 instructions for use (IFU) section 8, entitled ¿equipment storage and care¿ describes how to care for and clean all equipment, including the power module. Section f, entitled ¿safety checklists¿, instructs the user to schedule a power module inspection and cleaning with abbott trained personnel, which includes functional testing, cleaning, inspection, and replacement of the power module backup battery. Heartmate 3 patient handbook cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
There was no patient involved in this event. The PMA# provided is associated with most recent approval. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the power module had a damaged battery connector cable. The cable was replaced.